Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition ¿depleted' was verified during the event history log (ehl) review but not reproduced during evaluation. The device was not received with a battery for evaluation. Evaluation used a known good battery and did not experience the problem. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery was depleted. The problem was found upon power up at the surgery department. There was no patient involvement. No additional information is available.